Event description:
As reported via (B)(6) study, a patient experienced periprocedural mi following the index procedure and stable angina at 15- and 24-month follow-up visits. At the time of the index procedure, the angiography revealed 90% stenosis in the svg 1st obtuse marginal. The indication for the procedure was stable angina pectoris and positive functional ischemic study. The ostial edge of the 1st obtuse lesion was described as 10mm in length, class b1, moderately tortuos, and de novo. The reference vessel was 2.5mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2 x 8mm unknown catheter at 17atm and a 2.5 x 13mm cypher rx was implanted at 14atm. The stent was post-dilated with a 2 x 8mm balloon at 17atm. There were no procedural or angiographic complications noted and the patient was discharged the following day. It was reported that the patient's cardiac enzymes prior to the index procedure were reported normal within the upper normal limit, but at 6-12 hours post index procedure, the patient's ck-mb was 4.5 (2.4 unl); and at 16-24 hours post index, the ck was 201 (170 unl), ck-mb was 9.3 (2.4 unl), and troponin I was 3.680 (0.399 unl) which was diagnosed as periprocedural mi. There was no treatment given to treat mi. The outcome of the event was resolved without sequelae. According to the investigator, the mi was not related to the cypher stent or study drug, but possibly related to the index procedure. It was reported that the patient had stable angina at 15- and 24-month follow-up visits. The patient had a nuclear stress test at 15-month follow-up visit and it was reported that there was change made in the patient's medications. At 24-month follow-up visit, there was no stress test performed.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, carvedilol, plavix, diovan, flomax, lipitor, and metoprolol.additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: as reported via (B)(4) study, a patient experienced periprocedural mi following the index procedure and stable angina at 15- and 24-month follow-up visits. This is a (B)(6) male with medical history including hypertension, hyperlipidemia, angina, previous CABG ((B)(6) 1997), myocardial infarction ((B)(6) 1994), history of benign prostatic hypertrophy and possible sleep apnea. At the time of the index procedure, the angiography revealed 90% stenosis in the svg 1st obtuse marginal. The indication for the procedure was stable angina pectoris and positive functional ischemic study. The ostial edge of the 1st obtuse lesion was described as 10mm in length, class b1, moderately tortuous, and de novo. The reference vessel was 2.5mm in diameter. As a planned procedure, the lesion was pre-dilated with a 2 x 8mm unknown catheter at 17atm and a 2.5 x 13mm cypher rx was implanted at 14atm. The stent was post-dilated with a 2 x 8mm balloon at 17atm. There were no procedural or angiographic complications noted and the patient was discharged the following day. It was reported that the patient's cardiac enzymes prior to the index procedure were reported normal within the upper normal limit, but at 6-12 hours post index procedure, the patient's ck-mb was 4.5 (2.4 unl); and at 16-24 hours post index, the ck was 201 (170 unl), ck-mb was 9.3 (2.4 unl), and troponin I was 3.680 (0.399 unl) which was diagnosed as periprocedural mi. There was no treatment given to treat mi. The outcome of the event was resolved without sequelae. According to the investigator, the mi was not related to the cypher stent or study drug, but possibly related to the index procedure. It was reported that the patient had stable angina at 15- and 24-month follow-up visits. The patient had a nuclear stress test at 15-month follow-up visit and it was reported that there was change made in the patient's medications. At 24-month follow-up visit, there was no stress test performed. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14155006 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.